Event description:
User states that he got an hcg result of >10,000 miu/ml that they put back on for an automatic dilution of 1:50 and obtained a value of 32.59 miu/ml. He ran the same sample on another analyzer and got a value of 103,604 miu/ml. Result of 103, 604 was reported out. The field service representative stated the user had replaced the diluent before his arrival on site and instrument was operational. The field service representative suspected short sample of diluent due to a bubble. The field service representative verified level sense and instrument operation.